Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they had a power on reset (por) screen. It was noted that the por was unrelated to an overdischarge event. The patient stated that about 2 weeks ago, they had a 48-hour electroencephalogram (eeg), but it is unknown if that could have interfered. Troubleshooting resolved the por. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.